Event description:
It is reported that a customer just got out of the hospital and would like to get back on insulin pump therapy. The patient's blood glucose level was at 363 mg/dl. The customer stated that they have been off the pump for three months and had sugary. The customer stated that they have been having high blood glucose and would like assistance reprogramming their pump. The customer was advised to contact their health care provider first to retrieve their settings and to call back the following day to reprogram their insulin pump. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.